Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Customer problem was confirmed in that all three delivery accuracy tests performed were over-delivering, outside of the manufacturing specifications. Inaccurate delivery expulsor was out mechanical specifications (overdelivering) so it was trimmed in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a pump failed accuracy -9.35%. No patient involvement.